Event description:
It was reported that during a port placement procedure, the puncture needle was allegedly aspirated air. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one introducer needle was kept inside a clear transparent bag. Due to poor clarity of the provided picture, no anomalies were noted on the device sample. The investigation is inconclusive for the reported air or gas in device issue as the exact circumstances at the time of reported event are unknown and cannot be verified from the provided photo. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2025).

Event description:
It was reported that during a port placement procedure, the puncture needle was allegedly aspirated air. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. In addition to the returned physical sample, one electronic photo was provided for review. The photo shows one introducer needle was kept inside a clear transparent bag. Gross visual, functional and microscopic visual evaluations were performed. Cracks were noted within the introducer needle hub. Upon infusion, leaks from the hub were observed while water exited the distal end of the introducer needle. Aspiration was attempted and was unsuccessful, air only returned into the in-house syringe. The investigation is confirmed for the reported air or gas in device and identified fracture issues. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the puncture needle was allegedly aspirated air. The procedure was completed by using another device. There was no reported patient injury.